Event description:
Edwards received notification that a 21mm inspiris resilia valve model 11500a21 was explanted from the aortic position due to leaflet thickening leading to stenosis (mean gradient 33 mmhg) and regurgitation after four (4) years and three (3) months. Reportedly, there were no obvious calcification. The patient had shortness of breath (nyha iii) prior valve replacement. A 21mm magna ease valve was implanted in replacement. The patient was noted as to be doing well after the re-operation. Indication for initial avr was native valve degeneration leading to aortic regurgitation.on pre-discharge echo the inspiris valve was showing ok with mean gradient 9-10 mmhg. Post op. The patient was under antiplatelet (aspirin) treatment and enoxaparin for 8 days. Fu echo performed on (B)(6) 2021 showed leaflet thickening of right coronary leaflet and diffuse leaflet thickening with nodules of the left coronary leaflet. There was no visible thrombus. Mean gradient at 36 mmhg with moderate aortic regurgitation. Echo was in favour of early valve deterioration. The patient presented nyha ii/iii symptoms and reoperation was planned in the following months [complaint nr. (B)(4)].

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, d4, d9, g3, g6, h2, h3, h4, h6. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. H3: evaluation summary: customer reports of stenosis and regurgitation were confirmed through observed host tissue overgrowth. Leaflet thickening was not confirmed through visual observation. The x-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded. Minimal calcification was observed on leaflets 1 and 2. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9 mm on leaflet 1 on the inflow aspect and 4 mm on leaflet 2 on the outflow aspect. Host tissue on the stent circumference was minimal at the inflow aspect and moderate at the outflow aspect. The free margins of leaflet 1 was rolled towards the outflow aspect due to host tissue overgrowth and created a gap in the central coaptation region which likely led to the reported regurgitation. Host tissue fused; leaflets 1 and 3 by approximately 2 mm at commissure 1, leaflets 2 and 3 by approximately 3 mm at commissure 3 on the outflow aspect. Host tissue overgrowth and calcification restricted leaflet mobility and led to stenosis. Leaflet 3 had one cut out section of approximately 8mm x 9mm. The cuts had smooth and straight edges and cut out leaflet fragment was not returned. Sewing ring was cut around the valve. Suture threads also remained attached to the sewing ring. Wireform was also exposed on commissure 1 on the outflow aspect.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The subject device remains implanted and cannot be evaluated. The device history record (DHR) was not reviewed as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that an inspiris resilia valve model 11500a was likely to be explanted after an unknown implant duration due to suspected svd . No other information was provided.